Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The lower shaft is fractured at the centerline of the pivot pin. The location and amount of force required to induce fracture of the shaft is consistent with overload.

Event description:
It was reported that during an unspecified spinal surgery the upbiting micropituitary's tip broke. No patient complications were associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.